Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred and the pump did not detect insulin in the cartridge. Customer was unable to deliver insulin until the cartridge was replaced. Contact declined to provide further information and declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.